Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, a right ventricular lead had high out of range impedance. The lead was repositioned multiple times with the same results. The ¿steel wire¿ experienced resistance when attempted to be inserted into the lead. Physician decided to replace the lead with another one and was able to finish the procedure. Patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.